Event description:
It was reported that the tubing of a clearlink extension set had separated from the y-site, resulting in a leak. After this malfunction was identified the nuse used a new set in order to complete therapy on the patient. There was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was requested, however the sample has not been received for evaluation. If additional relevant information becomes available, a follow-up report will be submitted. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.